Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Telephone number: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the wire included with the glidesheath slender sheath unraveled. Additional information was received on 09jul2021. The user facility stated that the wire looked fine going into the needle while sitting in the radial artery, however the doctor could not insert it, so they repositioned the needle. As the doctor came out with the wire to reinsert, he noticed that it had unraveled. A new wire was used for the same sheath as the problem was with the wire. There was no impact on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 7 fr glidesheath guidewire was returned for product evaluation and no other components were returned for evaluation. The guidewire was subjected to visual analysis and was observed to be unraveling. The full length of the wire segment measured at 42 cm and the unraveling of the wire starts at 35 cm from the floppy end. The outer coiling of the tip portion of the breakage was completely uncoiled and stretched. The complaint can be confirmed for guidewire mechanical separation/break due to the damage noted on the sample and the breakage. Based on the available information, the exact root cause of the event cannot be determined however it is possible that maneuvering the guide wire inside the needle likely contributed to the failure. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.